Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre-op diagnosis as l3-l4 spondylosis with spondylolisthesis. For which, patient underwent following procedures: frameless stereotactic l3-l4 posterior lumbar interbody fusion with posterolateral fusion with pedicle screws; l3-l4 decompressive laminectomy with bilateral foraminotomies; removal of l4-l5 rods. Per op notes, patient was placed in supine position. Two 10 mm cortical allografts were used. One was placed on either side into the disk space at l3-l4. The lateral masses between l3 and l4 were decorticated and posterolateral fusion was performed using demineralized matrix allograft cancellous bone and supplemented by rhbmp-2. Satisfactory hemostasis was achieved. Patient tolerated the procedure well with no complications reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.